Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and review of the logs and confirmed the reported issue. To resolve the reported issue, reseated all the display to (acb) anesthesia control board cable connections.

Event description:
The hospital reported a battery failure alarm during a case. There was no report of patient injury.